Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2007. It was reported on (B)(6) 2011 that the pt cannot turn stimulation up to perception on any of his 8 programs. His ipg is fully charged. Follow up on (B)(6) 2011 indicated that pt had "high" impedances readings and did not get stim. Pt will be scheduled for a lead revision. No further info is available at this time.